Event description:
It was reported that right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The outer insulation was abraded at 31.3 cm to 31.7 cm and 32.7 cm to 33.0 cm from the distal tip which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device.